Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was an alarm beeping. They stated the pump keeps chiming like it's getting low once every 2 or 3 hours. It was stated that the sound isn't consistent with alarms. In addition, the patient reported that she has noticed a change to her symptoms, her one leg is "really going", like it feels like a log that is hard to carry. There were no further complications reported/anticipated. Additional information was received from a manufacturer representative. It was reported that the patient originally had an appointment to get their pump refilled on (B)(6) 2017 but she had missed it and rescheduled the appointment for (B)(6) 2017. They have tried to reach out to the patient multiple times to have the patient come in sooner to get their pump filled but have not been able to get a hold of the patient . The patient had missed their refill appointment which is why their pump is alarming and why they have an increase in spasticity. The low reservoir alarm had gone off on (B)(6) 2017 and have not been able to get a hold of the patient so most likely the pump is still alarming due to being empty.